Event description:
Pt informed one pump syringe went all the way down to an inch and half of liquid but would not go down all the way. The next syringe worked fine. No adverse event reported. No missed dose reported. Unknown if pt has syringe on hand for return. No lot for supply item. Expiration date from pharmacy system 07/31/2026. Indication: chronic inflammatory demyelinating polyneuritis. (B)(6) by: patient/caregiver.